Event description:
The dentist reported a fractured abutment screw inside the implant. The dentist was able to extract the screw. The implant remains and a new abutment was placed.

Manufacturer narrative:
Upon visual inspection, the screw was fractured. The hex of the screw was damaged as well. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.